Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator cellular adapter melted, and the battery was leaking. A boston scientific company representative advised the patient that a new communicator cellular adapter will be sent. No adverse patient effects were reported. The communicator remains in service.